Event description:
Boston scientific received information that the pacing lead impedance of this right ventricular (rv) lead was chronically high with the old device, and had 1800-19000 ohms with the competitor¿s pacing system analyzer (psa). Increased in pacing threshold measurement was also noted. However, this lead had greater than 2000 ohms when hooked up with the new device. The physician then attempted to get access again to implant a new rv lead. The patient was occluded and the new rv lead implant was abandoned. The physician was comfortable leaving the lead hooked up to the new device and watching overtime to see if sensing or thresholds begin to change. This lead remains in service and the new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.